Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) became unreadable and extremely distorted, then went completely blank. The ventilator was on a patient when this issue occurred, the ventilator continued to ventilate, while on a patient. The customer stated the ventilator was switched out with another ventilator with no harm or injury to the patient.